Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Implant date: date estimated. The UDI number is ¿ni¿ as the part and lot numbers were not provided.

Event description:
This is being filed to report a clip opening while locked. On (B)(6) 2022, an abbott employee was shown a fluoroscopic image of a mitraclip opening post-deployment with an unknown patient, physician, procedure date, and facility. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and a similar complaint review could not be performed as, the part and lot information for the complaint device was not provided. The investigation was unable to determine a cause for the report of the clip opening while locked. There is no indication of a product issue with respect to manufacture, design, or labeling.